Event description:
It was reported to philips that an fd controller communication error caused intermittent fluoroscopy failure on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the unit that controls the flat panel (flashlite high end kit) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).